Manufacturer narrative:
Investigation is ongoing. This is one of two manufacturer reports being submitted for this case.

Event description:
As reported by our affiliates in (B)(6), during the 20 mm sapien 3 case by tf approach in aortic position, valve alignment was done without noticing anything unusual. After the valve was placed in the native annulus and the flex catheter was retracted, it was seen that the valve moved approximately 2-3 mm proximally. Despite this, it was decided to deploy the valve. During deployment, the valve moved another 1-2 mm proximally and finally ended up too aortic causing severe pvl. Therefore it was decided to implant a second valve. The second valve was successfully implanted in correct position and the pvl was reduced to grade 1-2 and accepted. The patient is doing ok.

Manufacturer narrative:
Please reference related manufacturer report no: 2015691-2017-04389. Review of case notes and attachments revealed the contrast to saline that was used (in commander) was 15 ml contrast and 85 ml nacl. During de-airing, the balloon was 20% partially inflated, and a 14fr esheath was used with normal push force. The valve was crimped 3 times and held for 5 seconds. The system was not torqued or heavily manipulated. As the affected device was not returned, the investigation was limited to review of photographs, video, or imagery, review of lot history, review of DHR, review of complaint database for similar complaints, review of physician training and IFU for the edwards sapien 3 with commander delivery system, manufacturing mitigations, root cause, and fmea assessment. Device photographs and/or procedural video/imagery (relevant to the reported event) were not provided with the complaint for evaluation. Lot history review the related work order revealed no other complaints for ¿delivery system ¿ valve movement on balloon.¿ the work orders related to the manufacturing of the devices and components that could potentially contribute to the complaint were reviewed. These work orders revealed no issues that would have contributed to the complaint events. Complaint data for the previous 12 months was reviewed (december 2016 through november 2017) for the commander delivery system (all models and sizes). Review of these complaints identified patient/procedural factors as potential root causes for this issue. The investigation and associated risks are documented in a pra. Additionally, a CAPA was previously initiated to document the investigation and drive corrective/preventive action as appropriate. Based on the available information we can speculate that the root cause of the reported complaint is related. Review of complaint history revealed that the occurrence rate did not exceed the november 2017 control limits for the trend category ¿valve movement on balloon¿. Due to the reported event, IFU, preparation manual, and training manual were reviewed for use of the commander delivery system. Based on the review of the IFU and training manual, no deficiencies were identified. During balloon manufacturing, the inflation balloon was 100% inspected. In addition, the crimp balloon was inspected during manufacturing for 100% balloon dimensional inspection and balloon visual inspection. During the manufacturing process, the entire delivery system is visually inspected and tested several times. Additionally, the related work order underwent product verification (pv) testing per functional pv testing and tensile pv testing, as a requirement for lot release. Five (5) lot samples are taken for testing. The lot is not released if acceptance criteria for pv testing is not met. The lot was accepted as it met specification. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. Due to device, and/or applicable photographs/imagery not being returned for evaluation, engineering was unable to confirm the complaint of ¿delivery system ¿ valve movement on balloon¿. Due to the unavailability of the device, engineering was unable to perform any visual, functional, or dimensional analysis. As a result, presence of a manufacturing non-conformance was unable to be determined. However, a review of the DHR, manufacturing mitigations, and complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. Additionally, a review of the IFU and training manual revealed no deficiencies. A review of complaint history suggests that patient or procedural factors may have contributed to the reported valve movement on balloon. Performing valve alignment at a bend or angle (such as in a non-straight section of the aorta) can cause the thv to unseat (non-coaxial placement of valve in relation to the flex tip) from the flex tip during alignment and ¿dive¿ into the lumen of the flex tip, where part of the crimped valve slides into the flex tip lumen. If the thv is unseated during alignment, it can result in higher than usual valve alignment forces, and can create tension in the system in order to achieve final alignment position. Under simulated conditions (simulated tortuous anatomy), a previously performed engineering study was able to recreate high valve alignment forces. In addition, residual volume left in the balloon may also contribute to increased forces during valve alignment. This was recreated in a previously performed engineering study as well. The high alignment forces could have resulted in the buildup of tension in the system as the valve approached the native annulus. The subsequent release in tension from flex tip retraction could then have contributed to the observed valve movement. Multiple patient/procedural factors could also have contributed to the valve movement on balloon during retraction of the flex tip. Residual fluid left in balloon prior to valve alignment and deployment can cause the distal end of the balloon to expand, therefore displacing the valve proximally once the flex tip is retracted to the triple marker band (and no longer in contact with the valve). Incomplete valve alignment/fine adjustment of the valve on the balloon while in the straight section of the aorta would result in the valve appearing to not be not properly aligned once changing views to visualize the native annulus. Non-perpendicular viewing angle while performing the valve alignment would be most likely contributing factor to this scenario. However, based on available information, a definitive root cause is unable to be determined at this time. A pra was previously initiated to assess and document the valve movement on balloon issue and its associated risks. A CAPA was previously initiated to document the investigation and drive corrective/preventive actions as appropriate. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Since no manufacturing non-conformances were identified and no labeling, training, or IFU deficiencies were identified, no corrective or preventative actions are required. However, a CAPA was previously initiated to document the investigation for valve movement on balloon and drive corrective/preventive actions as appropriate. Since the device was unavailable for evaluation, the presence of a manufacturing non-conformance was unable to be determined. Additionally, since no relevant imagery of the procedure was provided for review, the complaint was unable to be confirmed. A review of complaints and available information revealed that no product non-conformances or IFU / training deficiencies have been identified and the trending category did not exceed the control limits for november 2017. Therefore, a product risk assessment (pra) escalation is not required. However, per management discretion, a pra was previously initiated to assess and document the valve movement on balloon issue and its associated risks. In the pra, build-up of tension within the system during the procedure (e.g. Via valve alignment in a non-straight section, torqueing of the system, patient tortuosity, etc.) Was identified as a possible cause of valve movement on balloon. Due to the device and/or applicable photographs/imagery not being returned for evaluation, the complaint of ¿delivery system ¿ valve movement on balloon¿ was unable to be confirmed. Additionally, due to the unavailability of the device, it cannot be determined if a manufacturing nonconformance contributed to the reported event. No labeling or IFU/training inadequacies were identified. A definitive root cause was unable to be determined. Available information suggests that patient/procedural factors may have contributed to the reported event. Review of complaint history revealed that the occurrence rate for the trend category ¿valve movement on balloon¿ did not exceed the november 2017 control limits. Therefore, no corrective and preventive action is required at this time. However, a document was previously initiated per management discretion for product risk assessment, and a CAPA was initiated for further investigation and potential corrective/preventive action.